Event description:
Boston scientific received information that this patient was admitted to the hospital following a fall not believed to be related to their implanted device. Upon the patient's presentation to the hospital an x-ray of their system was obtained that indicated a partial fracture of the right ventricular (rv) lead in the device pocket. Interrogation revealed undersensing of rv activity at 1.5 mv. It was also found that the lead safety switch had reverted to unipolar pacing and sensing several months earlier coinciding with a marked increase in pace impedance measurements from 360 to greater than 2,500 ohms over the course of approximately two weeks; the patient was asymptomatic upon follow up at that time. At the most recent check, when performing pacing threshold tests followed by high output pacing it was found that the rv lead began sensing appropriately. However, sensing diminished once more after manipulation of the device in the pocket; this observation was reproducible. The patient was monitored for a period of 24 hours with no observed cardiac pauses and an intrinsic rhythm of atrial fibrillation at 90 bpm. The rv lead was left in unipolar pacing and sensing configuration with output of 2.5 v at 0.4 ms. There are currently no plans to revise the patient's implanted system. No adverse patient effects related to the patient's rv lead were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.